Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup operation. A user download successfully restored the device. The device remained implanted.